Manufacturer narrative:
(B)(4). Date sent: 01/13/2021; d4: batch # u5cg5m; h6: component code = mechanical (g04); others (g07). Device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with one reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - gold - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. During testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached as to the cause of the staple malformation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. One malformed and one properly formed staples were received inside a plastic jar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: u5cg5m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was received: the another device resected the target tissue again. There was no problem for the use of the device. Dr commented the cause of the unformed staples was unknown, because the device was used as always. The patient is stable.

Event description:
It was reported that during a pancreaticoduodenectomy, about 70% of the deployed staples were unformed. The device was used on the gastric body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.